Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not take 2d shots, 3d spins. The power supply was replaced and adjusted. The gantry fan was also replaced. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned power supply showed an electrical failure being found. Bench teset failed and output voltage drifted. Analysis on the returned gantry fans showed a physical damage failure. There was broken/missing fan blades on the fan. Concomitant medical products: other relevant device(s) are: product ID: bi71000531, lot #: rev. 2, s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a procedure. It was reported that the site was unable to take ap/lateral shots nor a 3d spin and was making a beeping sound. The gantry was also making unusual vibrations and unusual noises. The noises is suspected to be due to a faulty gantry fans. It is unknown if there were any delay in the procedure and patient impact is unknown. The site brought in another imaging system to complete the procedure.